Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise with noise reversion episodes. The noise was reproducible with isometric exercises. No device intervention was performed. The patient was stable.